Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: review of the blackbox data revealed no evidence of a time/date reset. On testing, the pump powered on normally and displayed the verify screen as intended. The pump was primed and exercised for 24 hours no alarms or time/date reset occurring. The pump was powered off for 24 hours and then powered on again. The pump was able to maintain the correct time/date settings after 24 hours of ¿power on reset¿. The pump was opened and disassembled, revealing no damage, defect or contamination of the pump¿s interior components. Investigation did not reveal any pump malfunction. The pump was found to be operating as intended.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue; the pump lost 10 minutes of time after the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.